Event description:
It was reported that deflation issue occurred. The target lesion was located in left circumflex artery. A 4.00 x 20mm synergy xd drug-eluting stent was deployed for treatment. Post-deployment, the balloon failed to fully deflate. After several attempts to deflate the balloon, it became necessary to remove the balloon with catheter. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
B3: date of event: the event date was approximated to july 1st, 2024, since the only date provided was july 2024.